Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 40 mg/dl and passed out on the floor. His daughter saved him and he treated for the low blood glucose with grape juice. Customer declined troubleshooting for the low blood glucose. The insulin device will not be returned for analysis.